Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not deliver anti-tachycardia pacing (atp) as expected and delivered an inappropriate shocks for ventricular fibrillation (vf) that was initially detected in the monitor only vt-1 zone. Rhythm was detected in the vt-1 zone and accelerated into the ventricular tachycardia (vt) zone and resulted in a therapy induced ventricular tachycardia (vt). Multiple inappropriate shocks were delivered and subsequently therapy was exhausted. Programming changes were discussed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.